Event description:
Customer reported catheter kinked and failed to work after insertion.the catheter had a radiographically visible kink in the inferior lumen. The catheter flushed satisfactorily on testing, but then failed on attempt to dialyse. A new catheter was inserted on the right side successfully. The patient's condition is unknown.

Manufacturer narrative:
(B)(4). The actual device was not returned however, the customer provided one photo for evaluation. The photo displayed an x-ray image of a catheter in a patient. The catheter appeared to be bent and a kink was detected at the center. However, without the sample to evaluate, a full visual inspection could not be performed. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "perform a small blunt dissection at venotomy toward exit site (this will minimize catheter kinking at venous insertion site)." The IFU also cautions, "do not create a sharp bend in catheter tunnel; kinking and reduced flow will result." The customer report of catheter kinked/bent in use was confirmed by inspection of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported catheter kinked and failed to work after insertion. The catheter had a radiographically visible kink in the inferior lumen. The catheter flushed satisfactorily on testing, but then failed on attempt to dialyse. A new catheter was inserted on the right side successfully. The patient's condition is unknown.